Manufacturer narrative:
Model #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient presented with diarrhea and vomiting and had a stroke on (B)(6) 2017. CT scan revealed a small right frontal lobe infarct with hemorrhagic component. Right parietal occipital infarct was progressing. No treatment was provided. No indication for inr reversal since infarct was small. Patient continued to struggle with ongoing moderate-severe neurological deficits and was unable to care for self. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarm could not be confirmed as no log files from the time of the event were submitted for evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Neurological dysfunction is listed as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.